Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -09.50 diopter, implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2022 from patient's right eye (od) due to low vault.this resolved the problem. Cause of the event is reported as unknown.